Manufacturer narrative:
Updated b5, d9, MDR codes.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller attempted various troubleshooting steps including using different wall outlets and adapters without success. Customer will continue to use the pump for insulin therapy.